Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was deflating. Per follow-up information received via ibc on 26oct2021, the catheter was used on the patient and filled the balloon and it fall out of the patient spontaneously. It seemed that there was a hole in the catheter on the place the balloon was. Sterile water had came out the catheter in the same way as urine was coming out. Per follow-up information received via ibc on 09nov2021, no hole was confirmed. Per sample evaluation results received on 22apr2022, the inflation notch on the foley catheter was being too large.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution leaked out of the drainage eyes. The balloon was deflated to find that the inflation notch perforated the drainage lumen. This does not meet the specification "cuts, perforations in the lumens are not allowed, the inflation perforation must not penetrate the drain lumen and must be properly formed. Bends are not allowed in the inflation lumen." A potential root cause for this failure could be ¿punch depth too large¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was deflating. Per follow-up information received via ibc on (B)(6) 2021, the catheter was used on the patient and filled the balloon and it fall out of the patient spontaneously. It seemed that there was a hole in the catheter on the place the balloon was. Sterile water had came out the catheter in the same way as urine was coming out. Per follow-up information received via ibc on (B)(6) 2021, no hole was confirmed. Per sample evaluation results received on (B)(6) 2022, the inflation notch on the foley catheter was being too large.